Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was confirmed that the error e117 was displayed due to the failures of ssd (solid state drive) and gpu (graphics processing unit) of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon sorc information which it was confirmed the failures of ssd and gpu, omsc thought that the reported phenomenon was attributed to the deterioration of the board of the subject device due to long term use with passing more than 5 years since manufacturing the subject device, or accidental failures of ssd and gpu. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code, e117 which indicated the subject device was broken down was displayed at the unspecified timing. There was no patient injury associated with this report.